Manufacturer narrative:
The reported complaint that "the lcd on the autopulse platform (sn (B)(6)) showed hieroglyphics distinct characters" was not confirmed during functional testing. The autopulse platform passed the initial and all subsequent functional tests without any fault or error, and the reported faulty display (hieroglyphics distinct characters) could not be reproduced. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Nevertheless, the display needs to be replaced as a preventive precautionary measure to address the reported complaint. During visual inspection, unrelated to the reported complaint, the small black cover was cracked. The observed physical damage appeared to be the characteristics of user mishandling. The small black cover needs to be replaced to address the issue. The archive data review showed no significant discrepancies or errors. The autopulse passed the initial and all subsequent functional tests without any fault or error. The display needs to be replaced as a precautionary measure, as the display may have had some intermittent technical problems that could not be directly identified during the functional testing. Zoll awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, the lcd on the autopulse platform (sn (B)(6)) showed hieroglyphics distinct characters. The display content was not readable. The customer stopped using the autopulse platform and performed manual CPR. Patient's status information was requested but the customer did not provide a response.